Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. No patient symptoms were reported.

Event description:
New information received states that the implantable cardioverter defibrillator was explanted and replaced.

Manufacturer narrative:
Additional information: the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Additional information indicates that the patient was stable following explant.